Event description:
The d-stat flowable device was used off label as part of a liver biopsy procedure. The physician mixed and injected 5cc of the d-stat product into the liver biopsy site as he was withdrawing the biopsy needle and syringe. The patient had a seizure and became unconscious, stopped breathing, and had no pulse. The patient was intubated and resuscitated. The patient stabilized and was later discharged.